Event description:
It was reported that the patient had difficulty sleeping when spinal cord stimulator (scs) device was on. It was also noted that the patient was not getting an adequate pain relief. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively and the explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.